Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was verified and attributed to a diode on the system board. The system board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.